Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h3 - device evaluated changed from "no" to "yes". The lot # 25149669 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 06/01/2022. An investigation was conducted on 06/09/2022. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the flexlink arm. There were no visual defects observed on the device. The device was evaluated for its mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was secured in position when the knob was turned clockwise. The knob did not tightened the arm. When the locking lever was locked, the device was unable to be locked on the reference retractor. Based on the returned condition of the device, the reported failure "positioning problem" was confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure using om10000 acrobat-I stabilizer, as opened box found technical issue in stabilizer low profile locking lever. Its not getting lock. No patient involvement.

Manufacturer narrative:
Updated sections: g4, g7, h2, h6, h10. Trackwise # (B)(4). The lot # 25149669 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure using om10000 acrobat-I stabilizer, as opened box found technical issue in stabilizer low profile locking lever. Its not getting lock. No patient involvement.